Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed with the device. The device was put through extensive testing, which included environmental and functional testing without duplicating the report. The device was recertified and returned to the customer. The electrode pads were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a pediatric patient (age & gender unknown), the device did not recognize the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.